Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy (uterus)). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded device") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, ovarian cyst, polycystic ovarian syndrome, pelvic pain and dysmenorrhea in 2022. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy (uterus),lysis of adhesions). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: there is evidence of contrast injection into the endometrial cavity during this procedure. [Pathology test] on (B)(6) 2022: uterus and cervix, hysterectomy: cervix: negative for dysplasia; endometrium: proliferative; myometrium: adenomyosis; uterine serosa: adhesions; essure coils documented. Clinical information: pelvic pain, dysmenorrhea, and essure pain. Gross description: the 4.4 x 1.5 x 0.1 om tan-red endometrium is unremarkable. Essure coils are embedded in the right cornu and left fundic serosa (gross photographs taken}. The tanpink, trabeculated myometrium is sectioned to reveal a 0.4 cm tan-yeflow intramural nodule mid posteriorly. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter and patient information, medical history, lab data, indication, drug start date addedevent medical device removal update to device embedded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded device") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, ovarian cyst, polycystic ovarian syndrome, pelvic pain and dysmenorrhea in 2022. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy (uterus),lysis of adhesions). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: there is evidence of contrast injection into the endometrial cavity during this procedure. [Pathology test] on (B)(6) 2022: uterus and cervix, hysterectomy: cervix: negative for dysplasia; endometrium: proliferative; myometrium: adenomyosis; uterine serosa: adhesions; essure coils documented. Clinical information: pelvic pain, dysmenorrhea, and essure pain. Gross description: the 4.4 x 1.5 x 0.1 om tan-red endometrium is unremarkable. Essure coils are embedded in the right cornu and left fundic serosa (gross photographs taken}. The tanpink, trabeculated myometrium is sectioned to reveal a 0.4 cm tan-yeflow intramural nodule mid posteriorly. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.